Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after a microsensor (ID (B)(4)) was implanted, it could be zeroed normally. However, after the patient was sent back to ward and reconnecting microsensor with the icp monitor, the icp showed -99mmhg, therefore, the physician retrieved the microsensor and stop monitoring. Later, the physician tested the icp monitor with other sample microsensor, the icp monitor worked normally. Therefore, the problem was with the microsensor.

Event description:
N/a.

Manufacturer narrative:
Updated fields: the microsensor (B)(4) was returned for evaluation. Device history record (DHR) ¿ there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - drainage tube glued to the top sensor only. Catheter kinked 32.5cm from connector. Icp express read 480. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The complaint was unconfirmed. Root cause analysis - the kinked catheter may have contributed to the reported anomaly but could not be confirmed.

Manufacturer narrative:
The microsensor (ID: 826653) was not returned for evaluation after the three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, potential root causes include unstable sensor performance or incorrect selection of semiconductor components. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.